Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine follow up, a previous episode of atrial noise reversion was observed due to possible emi. During inspection noise was observed on the ventricular channel, but not reproducible with pocket manipulation. Fluoro was recommonded, patient condition is good and will be monitored.

Event description:
New information received notes that the patient presented for routine follow up. Intermittent right ventricular oversensing was observed which resulted in inhibition of pacing in the non-pacemaker dependent patient. The noise could not be reproduced in clinic. Further testing was recommended but not done at the time of this report.